Manufacturer narrative:
The company representative observed dried saline on the outside of the unit and error codes 65 (safety vent failure) and 57 (autofill failure) in the unit's fault log. He would not duplicate the reported failure; however, as a precautionary measure he replaced the main board. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, there was a "microprocessor failure". The patient was switched to another unit and therapy was continued. No patient injury was reported.